Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported in the article "vagus nerve stimulation therapy in pediatric patients with refractory epilepsy: retrospective study", s.l. Helmers, et. Al, that the patient had a lead fracture in his/her device. Per the article, the broken electrode was "related to the implantation procedure" and the device was replaced. No further information is available at this time.